Event description:
The customer contact reported a leak of a chemotherapeutic agent. The plumset was being used to deliver an unspecified concentration of glucose, at an unspecified rate via a plum pump. At an time, the male adapter of a closed male luer connector was connected to the clave secondary port on the plumset cassetted for secondary delivery of an unspecified concentration of oxaliplatin. The customer contact reported that after the plumset was backprimed twice, an unspecified volume of solution leaked from the connection of the clave port and the semi-rigid male/female adapter of the secondary port on the plumset cassette. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer identified four possible lot numbers (plots). The possible lot numbers are 102355h, 051645h, 051155h, and 070545h. A rep device is being returned from each of the possible lot numbers. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.